Event description:
(B)(4). Constant and heavy bleeding for 8 months solid after implanting essure. Maybe one day per week not experiencing heavy flow. Device was provided by my ob/gyn in their office. Currently, if I work out at all heavy bleeding starts almost immediately.